Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d4: lot number/ expiration date updated. G1: updated. H3, h6: a product investigation was conducted: investigation flow: device interaction/functional visual inspection: the sfx torque handle was received at us cq. There was no visual defects to note with the returned handle. Functional test: functional testing was performed by the fsl, nj site. During routine incoming inspection of a loaner set, it was observed that torque handle was found to be out of drawing specification. The drawing specification is 58.5in-lbs-71.5in-lbs. The torque tested low ¿ 52.54 in-lbs. The complaint was confirmed as the torque tested low. Dimensional inspection: a dimensional inspection was not performed as the internal components were inaccessible without destruction of the device. Conclusion: the overall complaint was confirmed. No manufacturing issues were identified during investigation. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. A root cause could not be determined, but it is likely the device was not properly maintained and has an internal mechanical failure. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. H3, h4, h6: a device history record (DHR) review was conducted: a review of the receiving inspection (ri) for sfx torque handle was conducted identifying that lot number gb112018 was released in a single batch. Batch1: lot qty of (B)(4) were released on jul 07, 2018 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is company representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine incoming inspection of a loaner set, it was observed that the sfx torque handle was found to be out of drawing specification. The drawing specification is 58.75-71.5. The torque tested low ¿ 52.54. There was no patient involvement. This complaint involves one (1) device. This is report 1 of 1 for (B)(4).